Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an audio tone/vibration (no sounds) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 12/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/15/2016 with the following findings: the pump powered on normally with the returned battery cap. A review of the sound settings indicated that all settings were set to ¿vibrate¿. The audible tone was tested and was found to be present on power up and appropriately triggered during alarms. A sound test was performed and audible tones were found to be within required specifications. The pump casing was removed and no defects were found to the audio circuit. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.